Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient needed to increase stimulation but it wasn't working. It was confirmed that the patient saw the upper limit screen on the patient programmer. The caller mentioned it hasn't been working quite the same. There was a return of symptoms, more shuffling and feeling off. Sometimes the patient cycles and sometimes they will just feel better. They clarified cycling as the patient feeling better and worse since before the implant of their device. It was noted the patient had experienced terrible effects, including running into walls while on group a. They switched back to group b the next day. The hcp was notified about the experience on group a. The patient programmer showed the stim on. The patient was set to 2.10 on the right and 2.20 on the left. The upper threshold should be 2.50 for the right and 2.60 for the left. The patient was to follow up with their hcp. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the caller reporting that last time the patient was at the hcp's office, they updated program to a as a trial, and set up group b as a fallback. The caller reported that group b defaulted to original settings and the hcp forgot to allow for the patient to change settings on group b. The caller reported that the issues have since been resolved. The caller reported that the patient saw the hcp last thursday and they reprogrammed the patient and increased setting on the right side by 1 ¿notch¿ and updated group b settings to allow for patient to input changes. No further patient complications have been reported as a result of this event.